Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Remote control botton buttons trigger automatically. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI). D8: was this device ever serviced by a third party? H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is remote control bottun trigger automatically. Based on the investigation and repair record, a potential root cause of this failure is the rubber on the remote control button tore, allowing moisture to get in, causing the spring inside the button to corrode and the plating to peel off, resulting in continuous conductivity. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 01-apr-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 30-apr-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.